Manufacturer narrative:
Our product evaluation lab received one model number 120804fp catheter without any attached components. The balloon was deteriorated, and many holes were observed at the distal area. After cutting the proximal windings, the edges of the holes did not appear to match up. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings and the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of the fogarty catheter balloon unable to inflate was confirmed. Engineering evaluation was completed. A CAPA was initiated for this issue and a product risk assessment was needed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that prior to use, the balloon on a fogarty catheter, lot number 63502089, did not inflate. There were no patient complications reported.